Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- and lead 2- wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A (B)(6) distributor reported that a patient was experiencing check therapy pad messages.